Event description:
Additional information received from the consumer reported he had a problem where the implantable neurostimulator (ins) died and he had to get rebooted. The reason the ins battery died was because the patient broke his tailbone so he was taking pain killers and did not need the spinal cord stimulator. There was a suspected overdischarge.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37791, product type: recharger. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported an overdischarge. What led to the event was noted to be unwanted stimulation in the patient's testicles and the patient quit using the device. The patient could not meet with the rep the day of the report, but the patient was talked through how to perform a physician mode recharge (pmr). The patient had to get a magnetic resonance image (MRI) done one week after the date of this report and he was concerned that he could not get an MRI with a dead battery. This was the patient's first overdischarge. No surgical interventions were planned or performed. The issue was noted as resolved at the time of this report. Additional information received from the consumer reported the ins was restarted by the rep. The patient needed to get the ins charged in order to put it into MRI mode for an upcoming MRI. While trying to charge, the patient was only able to get half a charge and kept getting a power on reset (por). The por was related to the overdischarge. The patient was only half full and got two boxes and thought there was something wrong with the implantable neurostimulator recharger (insr). The patient was successfully charging and did not want to disconnect and get out the patient programmer (pp). The patient noted the ins battery icon was blinking between half and 3/4. The patient's equipment seemed to be working as expected and the patient was encouraged to continue charging. The patient was not happy with the therapeutic effect and it was "not doing what it was originally doing". This was noted to have been occurring since a previous back surgery (refer to rr #3004209178-2015-22082). The patient had 4, 5, or 6 adjustments, since the previous surgery, trying to help the patient's pain, but the patient did not like the feeling of tingling. The patient thought something had moved or "they" wiggled something. The patient said they device/therapy was helping his pain prior to the surgery. Additional information received from the rep reported the patient did not feel well to travel and did not feel up to a reprogramming and would call when he felt better. The patient's indications for use included spinal pain. If additional information is received, a follow-up report will be sent.